Event description:
It was reported by the sales rep that during a lap cholecystectom, the clip loaded into the jaw. Physician did some torqing around the cystic duct and the clip was dislodging prematurely. Twisting and fall out, not splitting. Opened new device and completed the case. No patient consequence.

Manufacturer narrative:
Eval summary: the er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. Whle we were able to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found the manufacturing process.